Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the cause of the por was unknown. Mdt rep is having a meeting with patient to discuss the actions that will be taken to resolve the por. No further complications noted or anticipated. Additional information was received from the manufacturer representative stating that they were able to fix the problem and reprogram the patients battery. No further complications were reported.

Manufacturer narrative:
No information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's healthcare provider sent the manufacturing representative a text indicating that the patient had a por message on her patient programmer. The patient was not at the doctor's office so the rep would call the patient back. No patient symptoms or further complications were reported.